Manufacturer narrative:
Approximate age of device ¿ 7 months, 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient had been having low flow alarms for the past few days and had been readmitted into the hospital for controls. An echo, x rays, and a computed tomography (CT) scan were done but the healthcare team didn't understand why there were low flow alarms. A swan-ganz catheter gave the patient good flow into the pulmonary artery and blood pressure was correct. The aortic valve was opening 1:3 and the patient was stable in the intensive care unit (ICU). It was later communicated that on the morning of (B)(6) 2019 the patient underwent a heart transplant. The pump would be sent to investigate the cause of the low flow. The patient was already on the bridge to transplant list but the process was accelerated due to the low flow alarms.

Manufacturer narrative:
Sections d7, d10, h3, h9: additional information. Section h4: correction. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed a twist in the outflow graft. Furthermore, thrombus was confirmed through the evaluation of (B)(6) which was consistent with a low flow condition. (B)(6) was returned assembled with the pump cable severed approximately 4¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Visual inspection of the returned sealed outflow graft revealed a 90-degree clockwise twist at the proximal end of the graft material, adjacent to the outflow graft hardware. A larger accumulation of tissue ingrowth between the graft and the bend relief at the location of the twist was observed. This ingrowth was smooth and formed around the graft distortion, suggesting that the graft had been twisted for an undetermined period of time while (B)(6) was supporting the patient. The lumen of the sealed outflow graft revealed a small amount of coagulated blood at the location of the twist but no evidence of any developed or adhered depositions or thrombus formations. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed that the interior of the graft attachment as well as the pump outflow portion of the pump cover were occluded with a partially collapsed, tissue-like, biological lining. The observed depositions within the device appeared to have developed as a result of poor surface washing due to a low flow condition, consistent with the reported low flow alarms. Further inspection of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured continuous low flow events. No other atypical events were captured throughout these files and the pump appeared to function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.